Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urethral stent was not unpacked and was found to be damaged.

Manufacturer narrative:
The reported event is confirmed, cause unknown. A photo sample was submitted and the ureteral stent and push catheter were returned in the opened original packaging along with the unopened guidewire. An evaluation of the physical sample was completed. Evaluation of the photo sample noted the ureteral stent broken into two separate pieces. Visual evaluation of the physical sample confirmed the separation on the body of the stent; the separation appears to be at an angle with no stretching or discoloration of the material. The sample passed all dimensional requirements the outer diameter measured at 0.0803" and 0.0801" using a laser micrometer, the tip and tube inner diameters were measured at 0.043" and 0.050", respectively with a pin gauge. A 0.038" guidewire successfully passed through the sample with no resistance. Though a specific cause cannot be identified, based on the risk document a potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used, however, is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the urethral stent was not unpacked and was found to be damaged.